Manufacturer narrative:
The company representative was able to replicate the reported event. To address multiple system messages (sm) the footswitch was replaced. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event of multiple sm¿s is attributed to a nonconforming footswitch. Based on the information obtained, the root cause of the reported event of poor illumination is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented light issues and presented system message (intermittent laser, shutter error, laser functions are turned off). The procedure details and patient impact have not been provided. Additional information has been requested but none received till date.